Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. In addition, the reported issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pocket heating while charging her scs ipg. The patient stated the heating was causing pain at the scs ipg implant site and the issue persists for 1-2 hours after charging the device. Surgical intervention may be taken to address the issue.